Manufacturer narrative:
H3: product analysis : visual and optical inspection revealed both of the tabs/ears of the implant has been broken off. There is no damage present on the nose, ribs or body of the implant. The implant appears to have broken from the impact of the mallet used during the insertion process. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of lumbar spinal stenosis, undergoing a tlif procedure at l5/s1. It was reported that the connection part between peek and titanium broken when hammering at cage insertion. On the titanium head side, it was also checked in advance whether the cage was closed, and it broke by hammering about 3 times with a rubber hammer. All the broken parts of the cage could not be removed. Autogenous bone graft was inserted for dealing with it and the operation was completed. The cage was not used because it was broken while insertion. A part of the peek part of the collected cage had been lost (the ear part), and it was unknown whether that part remained. There was a delay of less than 60 mins. Before inserting the cage, the rotate distractor was placed up to 8 mm. The physician said that the more complex the structure, the more this event can happen. Initial reporter information cannot be provided due to the restriction by the privacy regulation. Additional information received. It is unknown if there were fragments left in the patient's body. The information had been confirmed, but it was not available due to legal regulations and protection of personal information. The product will be returned.